Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the needle did not retract; indicating the needle mechanism did not function as intended. The patient's blood glucose rose above 250 mg/dl while wearing the pod for longer than 48 hours.

Manufacturer narrative:
The device was received with the soft cannula deployed and the hard cannula visible through the soft cannula. Inspection of the needle mechanism found that the needle was not seated in the slide retract.